Event description:
It was reported that the customer was hospitalized for high blood glucose. The physician removed the infusion set and found a bent cannula. The customer did nto want to return the pump back to have the pump tested.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.